Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device suffered from an infection. This device was explanted. No other adverse patient effects were reported with this clinical observation.